Event description:
It was reported the patient experienced a fracture on one of two leads. As a result, surgical intervention occurred wherein the lead was revised to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The allegation is against 1 of 2 leads; however, it is unknown which lead therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000107824.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to resolve the issue.